Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid of left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, when the wolverine balloon was advanced into the lesion, it was noted that it was very difficult to insert. Consequently, the physician tried to cross the balloon for a while, but it could not be crossed at all. Then, dilation was performed from the proximal of the lesion four times at 8atm within 5 seconds. However, it was noted that the balloon ruptured. The device was completely removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications reported.